Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, hematoma.

Event description:
Healthcare professional reported the patient experienced right side ¿capsular contracture, baker grade IV¿ and ¿patient had total capsulectomy and implant exchange on (B)(6) 2022 with gala flex, subsequently she developed a hematoma and was explanted again elsewhere¿. The device has been explanted, replaced and discarded.